Event description:
In blood glucose tests, customer received readings of 280, 96, and 312 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.